Event description:
According to the available information, the implant was removed and replaced due to the implant being very old and end of life.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information, the implant was removed and replaced due to an unknown reason.